Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had continuous universal serial bus (usb) connect or disconnect sounds and a touchscreen that intermittently stopped responding. A field service engineer (fse) attempted to disable the bluetooth device that kept installing and uninstalling every few seconds and provided a temporary overnight solution by lowering the volume and connecting a usb mouse so nurses could continue inventory functions until keys were available. Further the fse determined the issue was hardware related and replaced docking board for all in one (aio) on station, which contained multiple usb ports. This resolved the problem, confirmed by turning the volume back up to verify the usb noise had stopped, confirming the bluetooth prompt no longer appeared, and having the customer log in and complete an inventory without any touchscreen failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was nonfunctional and failed to start. The unit was rebooted; however, the issue persisted. Users were unable to remain logged in and were repeatedly logged out. The station also displayed a blue screen, preventing normal operation. There were no delay or adverse events or injuries reported based on this event.